Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a needle fall out of her body because it was bent. Customer's blood glucose was 37 mg/dl at the time of the incident. Customer treated with food. Customer has been experiencing low blood glucose today. Customer also treated with 4 glucose tablets. Customer stated that sometimes the reservoir is in the pump during rewind. Customer was advised that if she was eating to correct that she should not enter the food in the bolus wizard because it can cause lows. Customer was advised to monitor the pump. Customer treated with eating ice and her blood glucose was 46 mg/dl. Customer did not want to troubleshoot for the bent needle or adhering issue due to having a headache and not wanting to wake her father.